Event description:
It was reported that barbs were found on the mst guide wire. The device was not used on a patient.

Manufacturer narrative:
The complaint of a damaged guidewire is confirmed; however the root cause is unknown. The product returned for evaluation was one 018¿ guidewire, one 4.5 fr microintroducer, one 21 g introducer needle, one scalpel, one 20 g IV introducer needle, and a 4.5 fr microez microintroducer. Microscopic observation of the guidewire revealed the coiled wire at the proximal tip of the guidewire was distorted and disjointed. The grind pattern from the weld tip through the coils on the proximal end were consistent which suggested the disjoined coil occurred after that step in the manufacture process. The wire appeared to have not been used as it was free of usage residue. The other kit components were within the protective sheaths and appeared clean and damage free. No evidence was seen which suggested a root cause to the event. A lot history review (lhr) of rebv1155 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebv1155 showed one other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported that barbs were found on the mst guide wire. The device was not used on a patient.